Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown cat #/ unknown cup/ unknown lot #. Unknown cat #/ unknown stem/ unknown lot #. Unknown cat#/ unknown head/ unknown lot #. Unknown cat#/ unknown liner/ unknown lot #. #multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04560.

Event description:
It was reported patient has been indicated for revision for unknown reasons; however, no revision has been reported to date.